Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/15/2016 with the following findings: the pump was returned with moisture visible through the display lens and in the battery compartment. The audio bolus button was found to be responsive issue. There was no physical damage observed on the button cover. The keypad button cover was removed and there was no contamination or moisture found. A leak test failed due to a crack in the battery compartment along the side and at the top right corner between the display lens and pump seal. The pump was opened and moisture was observed throughout pump casing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging an unresponsive audio bolus button. There was reportedly moisture and corrosion in the battery compartment and moisture behind the display. There was no reported adverse event associated with this complaint. This complaint is reportable because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.